Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect. The cause of the incorrect date was unknown. There was no reported adverse impact to the customer's blood glucose (bg) level. Tandem technical support assisted the customer with correcting the date setting.